Manufacturer narrative:
A2: age at time of event: patient is 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in a moderately tortuous and moderately calcified right coronary artery. A 5.50 mm x 12 mm nc emerge balloon catheter was advanced for dilatation. However, during the first inflation at 12 atmospheres for 15 seconds, the balloon ruptured. The device was completely removed, and the procedure was completed with a different device without any patient complications reported. The patient was in good condition.